Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 400 mg/dl while wearing the pod between 4 and 24 hours. Patient¿s parents believe the patient was not getting any insulin, it was over 7 units of insulin correction and a bolus, had to get breakfast at 7:30 am, they checked at school and patient was over 400 mg/dl they took off the pod and they decided to give the patient a manual injection of 2 units of insulin. As treatment, they gave a shot and a new pod was applied. When removed from the infusion site (leg), the pod's cannula was found to look like it should, no kinks, it is straight and it¿s at the right angle, thus, bent.